Manufacturer narrative:
The investigation has determined that lower than expected sodium results were obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products na+ slides on a vitros 250 chemistry system - refurbished. The magnitude of bias of the vitros na+ results meets potential health and safety criteria and is reportable. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros na+ reagent lot 4220-1001-4283 performance issue cannot be ruled out as a contributor of the event. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4220-1001-4283. It is possible an issue with the affected slides contributed to the event, but this cannot be confirmed. Vitros na+ marker precision testing performed by the customer on the vitros 250 chemistry system was within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor. However, because the exact date the marker precision test was conducted was not provided it is not known if the testing was performed close enough to the time of the event to adequately evaluate the analyzer performance around the timeframe of the event. Therefore, a transient issue with the vitros 250 chemistry system, though not likely, cannot be entirely ruled out as a contributor to the event. A suboptimal calibration was not completely ruled as a contributor to the event as the customer never recalibrated after the 19 august 2019 calibration event because they had run out of vitros na+ 4220-1001-4283 before doing so. However, a suboptimal calibration is not likely as the customer used the 19 august 2019 calibration when they ran the marker precision test which yielded results that were within acceptable guidelines. A suboptimal calibration is further not likely as an expected result of 156 was obtained at the same time as the lower than expected results. The lower than expected vitros na+ results were obtained from a quality control fluid and no results were reported from the laboratory. However, the investigation cannot conclude that patient samples were not affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected sodium results obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products na+ slides on a vitros 250 chemistry system - refurbished. Biorad lot 31880 l2 vitros na+ results of 104, 106 and 121 mmol/l vs an expected result of 156.1 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros na+ results were obtained from a quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 1 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).